Event description:
It was observed that during the device evaluation, the subject device exhibited a foreign object inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we could not specify the cause of the foreign material remained in the device from the provided information. Device was used in accordance with the IFU on the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.